Manufacturer narrative:
E1/establishment name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a piece has broken off at the distal end during set up/ inspection for use involving an olympus bronchovideoscope. There was no patient injury reported.